Manufacturer narrative:
(B)(4). The device history review for the product dermahook 1/2 hooks 10 pkg/bx 6 hks/pkg, lot #73c1600474 investigations did not show issues related to the complaint. The device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
In one instance a piece of broken hook was unable to be located which prompted an x-ray. The piece was found under the scalp flap. The wound was re-opened and the piece was retrieved without incident. The patient's condition was reported as fine.